Event description:
Yesterday (B)(6) 2025 and 10-15 times over the past 2 years my son (he is 18) has had issues with dexcom's g7 sensor. He is a type 1 diabetic and was diagnosed at the age of 4 so diabetes and this type of lifestyle is not new to him or our family. The g7 sensor has been at times not reliable with its sensor readings when compared to the actual blood glucose readings of an actual finger stick with blood but the biggest issue we've encountered is its reliability when it comes to working. The sensor goes offline frequently and for extended period of times, which if you know about diabetes you know how important it is to have a constant idea of what your blood glucose level is, which is why we wear a sensor in the first place to combat the highs and lows of diabetes. In addition to being inconsistent, and offline, many times the sensors don't last the full 10 days they are supposed to be good for. That is a problem for several reasons. One my family is paying good money for a product that is not lasting and so is my insurance, secondly, we are only allotted so many sensors for 90 days based on the projected length of time the sensor will last. When the sensors don't last the full 10 days, and we must use a new one in our 90-day inventory we are now coming up short for that period of which insurance will not provide or approve more to be covered. We have been diligent using dexcom's site to report issues with the sensor when failing and they have a program for what they call "goodwill" sensors...essentially it is them replacing their failed product with a new one. However, yesterday they denied our request stating they had provided us 3 "goodwill" sensors in a 12-month period. I understand how business works and having to replace product probably doesn't help their profitability, however providing a faulty product that doesn't live up to or perform as stated is not just bad business but in this case is malpractice as it is directly affecting his health, our stress of having enough product and costing us more money when we have to pay out of pocket for sensors that aren't covered because we have already received our allotment via insurance. If you would like any more information, please feel free to reach out. (B)(6). Hecc: 1831. Dpc: 1535; 4037. Reference reports: mw5172853, mw5172854.